Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. H6 component code: others (g07). Investigation summary: the device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing.  The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a procedure on the otorhinolaryngology, the device was activated when the hand switch was not pressed, although the device passed the pre-run test. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. The issue improved and the device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.